Event description:
It was reported that the device had reached the elective replacement indicator (eri) and was becoming difficult to interrogate. The device was explanted and replaced. It was also reported that there was erosion of insulation on the lead and the cable was visible. The lead was cut, capped and replaced. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and the outer insulation was breached due to environmental stress cracking (esc). It was also noted that the outer insulation had a cosmetic depression. (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion.